Event description:
A renegade catheter was used for therapeutic purpose. During the procedure, three or four centimeters of distal tip of the guide wire fell off inside of the pt's liver. The fragment was removed with a snare. The procedure was completed with another device.